Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the ac adapter for his onetouch verioiq was broken, thus possibly preventing charging of the meter battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.